Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the proglide device after an interventional procedure. Reportedly, a cuff miss was experienced and hemostasis was achieved using a second proglide device. There were no adverse patient effects. Though requested, no additional information was provided.